Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the returned pump was subjected to external examinations, as well as, functional and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Event description:
It was reported that the pt began to hear the pump alarm on (B)(6) 2015 and started experiencing lack of pain relief. The following day, error messages were displayed when the pump was inquired. On (B)(6) 2015, the pump was stopped, followed by a reset to the previous flow rate. On (B)(6) 2015, the pt began to hear the alarm again. When the pump was inquired, a low battery message was displayed. The pump was explanted on (B)(6) 2015 and returned for eval.

Manufacturer narrative:
When the investigation is complete, a supplemental MDR will be filed. (B)(4).